Manufacturer narrative:
The field service engineer (fse) cleaned the flowcell and changed the electrodes to resolve the issue. The unit confirmed to the manufacturer's specifications. Flowcell. This reportable event was identified during a retrospective review of product complaints conducted form january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2050012-2011-07368, 07369, 07370, 07371, 07372, 07373, 07374.

Event description:
The affiliate reported the customer alleged falsely low sodium (na) results, for multiple pts, involving unicel dxc 800 synchron system. This is report number two of seven. Subsequent testing on an alternate unicel dxc 880i system produced higher, normal results. Some of the erroneous results were released out of the laboratory and questioned by the clinician. Amended reports were issued to the clinician. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.